Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18646. It was reported that the patient lost therapy due to ipg being operable. Additionally, one of the patient¿s leads had high impedances. As such, surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.

Event description:
Based on information obtained, there is no alleged deficiency of the device. Device explant was elective due to patient and physician preference.

Manufacturer narrative:
Based on information obtained, there is no alleged deficiency of the device. Device explant was elective due to patient and physician preference.